Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in the right cornu/migration of essure device location of device: uterus"), back pain ("lower back pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/ spotting/menorrhagia") in a 53-year-old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder abscess, attention deficit disorder and orthostatic hypotension. In february 2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal cramping"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In february 2008, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 650 days before insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal) type: bladder") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (18sep2017, hysterectomy with bilateral salpingectomy), surgery (plaintiff was forced to undergo a major surgery as a result of her essur implants) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, back pain, cystitis, urinary tract disorder, dyspareunia, weight increased and urinary incontinence outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder, dysmenorrhoea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient's physician has recommended surgical removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left ovarian cyst decreased in size on (B)(6) 2007 - hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes concerning the injuries reported in this case, the following one/ones were reported via medical records:device embedded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in the right cornu/migration of essure device location of device: uterus"), device expulsion ("embedded in the right cornu/migration of essure device location of device: uterus / extrusion of the right essure device into the endometrial cavity"), back pain ("lower back pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/ spotting/menorrhagia") in a 53-year-old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine pain, postmenopausal bleeding, genital herpes, arthritis, hepatitis c, gallbladder operation, uterine fibroid, ovarian cyst and colonic polyp. Concurrent conditions included gallbladder abscess, attention deficit disorder and orthostatic hypotension. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal cramping"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"), 650 days before insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal) type: bladder") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation, hysterectomy with bilateral salpingectomy and plaintiff was forced to undergo a major surgery as a result of her essur implants). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, back pain, cystitis, urinary tract disorder, dyspareunia, weight increased and urinary incontinence outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder, dysmenorrhoea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient's physician has recommended surgical removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: left ovarian cyst decreased in size. Diagnostic results: on (B)(6) 2007 - hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes concerning the injuries reported in this case, the following one/ones were reported via medical records:device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "embedded in the right cornu/migration of essure device location of device: uterus / extrusion of the right essure device into the endometrial cavity", reporter, medical history added from medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in the right cornu/migration of essure device location of device: uterus"), back pain ("lower back pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/ spotting/menorrhagia") in a 53-year-old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder abscess, attention deficit disorder and orthostatic hypotension. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal cramping"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 650 days before insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal) type: bladder") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy), surgery (plaintiff was forced to undergo a major surgery as a result of her essur implants) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, back pain, cystitis, urinary tract disorder, dyspareunia, weight increased and urinary incontinence outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder, dysmenorrhoea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient's physician has recommended surgical removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left ovarian cyst decreased in size on (B)(6) 2007 - hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical records:device embedded. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs and medical record received:the event abnormal vaginal bleeding, bladder infection, bladder problems, urinary tract disorder, device expulsion, dysmenorrhea, dyspareunia, fatigue, weight gain, lower abdominal pain, urinary incontinence, lower abdominal cramping, pain, embedded device added.reporters,lot number,concurrent condition,lab data,events outcome added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation/ spotting"). The patient was treated with surgery (plaintiff was forced to undergo a major surgery as a result of her essure implants). At the time of the report, the back pain and menorrhagia outcome was unknown. The reporter considered back pain and menorrhagia to be related to essure (ess205). The reporter commented: patient's physician has recommended surgical removal of the device. Diagnostic results: on (B)(6) 2007 - hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.